Event description:
It was reported that the cutter failed the test cut with an incomplete cut. The event occurred out of surgery. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related finding: tech found that the cutter did not pass the sample mesh test. Tech replaced the gears and bearings; however, cutters cannot be fully repaired without replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00242, 0001526350-2023-00868.